Event description:
Husband stated he had 3 of 8 cadd extension sets, pt recently received that had "crimps" in tubing and he couldn't use them. He was ok at this time with supplies, but wanted to get the 3 replaced.